Manufacturer narrative:
Unit passed self test. Unexpected insulin flow blocked alarm noted during priming due to high current motor draw. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to constant insulin flow blocked alarm during priming. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received my medtronic indicated that the insulin pump had a insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.